Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The product support engineer (pse) troubleshot the issue with the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse advised the customer to swap the user interface (ui) and/or replace the power management (pm) printed circuit board assembly (pcba) to address the issue. The customer reported that the pm pcba was replaced and the issue was resolved.

Event description:
The customer reported that the ventilator had a black screen and would not power on at all. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 27feb2019. The initial report filed 14feb2019. Information was received on (B)(6) 2019 that the customer removed all power sources and reconnected them. Subsequently, no issues were observed. No parts were returned to philips for failure evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.